Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the auxiliary drawer had failed to stay closed due to the magnet had fallen out. A field service engineer had replaced the latch assembly to resolve the issue. The customer successfully recovered the storage space. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, cubie drawer failed to stay closed. The customer stated that this malfunction caused a delay when the user was trying to issue the medication to a patient and the user dispensed medication from another station. However, there were no adverse events or injuries reported based on this event.